Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The event occurred the day the sensor had been inserted in the abdomen. She went to visit her endocrinologist (B)(6) 2021 regarding part of the sensor wire that was left in her skin. The other part of the sensor wire was no longer visible on her skin, but she said that she could still feel the wire underneath the skin. X-rays were done but the wire was not found. She was prescribed keflex (cephalexin) 3 times a day (antibiotic). No other details were documented. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.